Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to incontinence and mesh erosion into the urethra and bladder causing perforation. It was reported that the patient underwent insertion of interstim device on (B)(6) 2013. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, extrusion, dyspareunia, urinary problems, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal surgeries on (B)(6) 2011 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring and other stones. It was reported that patient underwent a interstim stage 1 insertion on (B)(6) 2013. It was reported that patient underwent a concurrent procedure on (B)(6) 2011 for an abdominal hysterectomy, cystocele repair and sacrospinous suspension. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: 02/01/2019. Additional narrative: it was reported that following the procedure the patient experienced discomfort and adhesion. It was reported that the patient underwent a removal of the mesh on (B)(6) 2011.